Event description:
A health care professional reported with a description of intraocular lens (iol) slipped past the plunger when implanting. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Intraocular lens (iol) was returned outside of the device. The device was returned in a blister tray inside the carton. The lock out assembly has been removed. Solution is dried in the device. The plunger is advanced into the nozzle tip. No damage observed. Iol returned outside of the device attached to the nozzle. Solution is dried on the iol. The product investigation could not identify the root cause for the reported complaint iol slipped past plunger when implanting as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).